Event description:
The plaintiff was implanted with an ams miniarc sling on (B)(6) 2011, to treat her stress urinary incontinence and other injuries." It was alleged that the plaintiff has, "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that the plaintiff, "experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and has undergone corrective surgery and hospitalization."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.